Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next one meter was tested with the in-house contour next test strips. All readings were within specifications and were properly stored in the meter's memory. Additionally, a device history record for contour next one serial # (B)(6) was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next one meter serial # (B)(6). An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance. All readings were properly stored in the meter's memory.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.